Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 4.1 pocket b6 and c3 were jammed, unable to recover and required maintenance. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 4.1 pocket b6 and c3 were jammed, unable to recover and required maintenance. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI) . A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was jammed and failed to open. A field service engineer (fse) shut down the medstation, removed the back panel, disconnected and reconnected the rowboard cable from the drawer control board and cubie trays, then powered the station back on and successfully performed functional testing in the medstation application. The system functioned as intended after the field service engineer repaired the device.